Event description:
Patient reported obtaining back-to-back blood glucose results of 127 mg/dl and 406 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Patient reported that a level-two control test was performed on suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.